Manufacturer narrative:
The following devices were also listed in this report: triathlon prim tib bplate cemented sz 3; cat # 5520-b-300; lot # e7o3vb; triathlon ps fem component cemented; cat # 5515-f-401; lot # eyz9ia; triathlon sym patella s27x8mm; cat # 5550l278; lot # ljx041; surgical simplex cement; cat # 61910001; lot # cac008. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: it was reported, by a family member of a patient, that a patient which had knee implant implanted in (B)(6) 2021 experienced continuous pain, accompanied by severe inflammation, extreme swelling (twice the normal size), heat in the area and reduced mobility after surgery. Since then, the patient has been unable to leave the walker. Before surgery, during the wait time of for the surgery, walkers and crutches were used to walk. It was reported that a doctor referred the patient to several specialists and tests but found no clear cause for the condition. In (B)(6) 2024, the pain in the other knee became severe, and she was given fentanyl to control it. From that moment on, it was noticed relief in the operated knee. On (B)(6) 2025 the patient underwent a second knee surgery (the other knee) with a prosthesis from another company. A difference was noted between the first and this new operation, which has evolved without the problems experienced on the first intervention. Currently, the patient is still taking fentanyl.